Event description:
It was reported that the lead had perforated. As such, the lead was explanted and replaced with no consequences to the patient. The lead will not be returned for analysis.

Manufacturer narrative:
No medwatch form was received.